Event description:
This ra lead was implanted on (B)(6) 1990 and remains implanted at this time. A call to technical services on (B)(6) 2013 states that patient was admitted to (B)(6) hospital in (B)(6) under dr. (B)(6) due to significant change in atrial sense with radiation procedure. Patient has unipolar leads that are quite old and has had lots of noise, many times corresponding to other tests the patient has had done. Patient is not dependent, have not seen any symptoms or pauses, the noise seems to be more on the atrial side, went doi and it was far field oversensing - the ventricular signal was being picked up on the atrial side. P-waves were 2 mv, changed atrial sense to 1.0 mv, did not rerun intrinsic, dms showed lots of changes on the atrial side for p-waves. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).